Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited loss of capture. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
Initial reporter: unknown.